Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc to report uneven suction and poor milk expression at the left breast using the purely yours breast pump. Customer reports breast engorgement over 2 weeks time and states she is not sure if the pump contributed to that issue. Customer exclusively pumps her breast to give only breast milk to her baby. Customer was diagnosed with unilateral left breast mastitis on (B)(6) 2014 and is going to be prescribed antibiotics today by her health care provider. She began having mastitis symptoms 2 days prior to this diagnosis.

Manufacturer narrative:
A replacement purely yours breast pump was sent to the customer on 04/10/2014 with instructions to send the purely yours pump that she had been using back to ameda for investigation. A fedex return label was provided for return shipment. As of this date, this product has not been returned to ameda, inc.